Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a low battery and went dead which caused the customer to have high blood glucose. The customer's blood glucose might have also run high after eating. The customer's blood glucose was 400 mg/dl. The customer treated their high blood glucose with a manual injection. They declined troubleshooting for the blank display, low battery, and high blood glucose. The customer had put in new batteries but it read low battery again. The customer found that he had the wrong batteries. The device will not return for analysis.